Event description:
The customer reported the system was overheating and could not be used. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The specific part replaced was not disclosed. However, the system was operating properly following a file analysis and replacement.